Event description:
Additional information: the reporter said the patient had "real bad" spasms and a fever that was not real high "like 100 degrees, 99¿. The fevers kept going up and down, and the patient felt clammy yesterday. The patient was not having the spasms too much at the pump refill, but the patient had "just gotten worse" after the refill. While in the hospital, they ran every kind of test they could. They x-rayed where his feeding tube was and where the pump was, and they said they did not see anything. The reporter wondered if the device system ¿got clogged up¿, and she wondered if the patient was in withdrawal. However, the reporter also questioned if there was an interaction of a somewhat new medication (effexor) with the baclofen, but the patient had been on it for a couple of months. The last time the reporter remembered the patient being this spastic was before he got the pump put in 2003. It was reported that 160 mcg was put in at the refill, but the reporter was wondering prior to refill if the dosage needed to be increased. At the refill, the patient was ¿quiet at the time¿ and ¿wasn¿t real spasmy¿ in the office. Between the pump refill on monday and the hospitalization on thursday, the symptoms got progressively worse. On thursday, it just got ¿real bad¿, seemed to get worse; the patient also had a fever. They had been watching the patient because he was feverish. Patient was getting therapy at home. The nurse came in first and then the therapist, and they were checking the patient¿s temperature and saying it was up. The reporter thought the temperature fluctuations were because of his brain injury. A temperature of 100.8 was reported, and the patient was taken to the physician. Blood work was done, but it was reported that all of his blood work was normal. Initially, they did not check for infection with his blood work, but all of his other blood work was "okay". However, a blood infection was still suspected. It was also reported that the g-tube was replaced in february. Further testing found that the patient did not have pneumonia, and there were no signs of infection in the blood work. However, a false positive was later reported with the blood work, but they think it was a skin contamination causing the staph infection result. It was reported that it was not his blood, but they got the staph infection contaminated from the skin during the puncture. In addition, the patient¿s white blood cell count was reported to be good. A computed axial tomography (cat) scan was done; reporter thought it was for the stomach and the pump. A magnetic resonance imaging (MRI) scan was considered but was not done. It was reported that the patient's symptoms were worsening. The patient¿s legs were going up in the air, and he was moving in the bed. He was "moving like crazy" in the hospital and grabbing onto the bed railings. The patient almost fell out of the bed when I got him home, and he had never done that before. Usually, when the patient was in bed he would just lay still and was not even able to turn over from side to side. All of a sudden the patient was turning and his legs were stiffening up. The patient was stiff last night, and there was concern that he was going to fall out of the shower chair. While in the hospital, the patient¿s dose of effexor was lowered. Usually it was 75 mg but they were giving him 50 mg in the hospital. They also switched the time of day for administering clonazepam or klonopin, giving the medication(s) in the morning instead at night. Initially, in the hospital, the patient was not given effexor, and when they did start giving it to him, the medication was given at night instead of in the morning. The reporter said the patient was supposed to get it in the morning. The reporter said that when the patient returned home from the house, he was put back on his schedule with his right dosage. Attempts were made to have a neurologist see the patient while he was in the hospital, but the patient was discharged without seeing the neurologist. The patient complained of pain last night when he was having ¿a bad attack¿, and usually he never talked about pain. The reporter was going to follow up with the physician managing the pump and make sure he was aware of the current symptoms and hospitalization and check to see if any changes were made at the pump refill.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot# j11478r59, implanted: 2003 (B)(6), explanted: unk. (B)(4).

Event description:
Following a pump refill session on 03/26/2012 the patient experienced a return of symptoms in regards to the following: increased baseline spasticity, fever, was "clammy", and pain. It was further noted that symptoms of increased spasms and fever had worsened from (B)(6) 2012 when the patient was taken to an emergency room. The patient was hospitalized from (B)(6) 2012. The patient did not have itchiness. X-rays, blood work, and CT results had "came back negative". The patient was now at home as of the date of this report. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.